Manufacturer narrative:
A boston scientific sales representative stated the root cause of the syncopal events was not determined but could possibly be due to prior programming of the sudden bradycardia response (sbr) feature. The patient was evaluated in the clinic and further sbr optimization was performed. Additionally, the minute ventilation (mv) feature was programmed off. The patient was enrolled in remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has been feeling lightheaded and reported passing out almost every day. No adverse patient effects were reported.